Event description:
The iab was inserted into the pt on 9/12/98. "Check iab cath" alarms sounded for several hours. The tubing was checked and it was clear without evidence of blood or other material. The pump was changed and the alarms sounded again and iapb continued. The iab was not returned to datascope for evaluation. Event complications: none from the event - reported 9/12/98. Pt's current status: stable - reported 9/12/98.